Event description:
The hospital reported that at the beginning of an endoscopic vein harvesting procedure, while the physician's assistant "p.a." Was dissecting, the conical dissection tip broke inside the pt. The first half of the tip shattered into one big piece and 6 other small pieces. The p.a. Used a second device, went in and retrieved all of the pieces out from the original incision. A replacement kit was used to complete the case. The hospital did not report any pt effects as a result of the event.

Manufacturer narrative:
After the procedure, the hospital sent the product to their risk management dept where it is currently retained. The device will be returned at a later date. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.